Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Battery door missing and lens cover has cracks. Unable to download event history log. Power up of the pump resulted in constant alarm without display. Stated pump wont start was verified. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace main panel board and other parts as needed.

Event description:
It was reported that the device kept beeping and won't start. No patient injury was reported.